Manufacturer narrative:
Follow-up inquiry was initiated to gather more information about the incident and its impact.

Event description:
The patient's son reported concerns regarding the oxygen concentrator, stating it was not producing sufficient oxygen. Upon review, the columns of the device were found to be dusty, but it remained unclear if they had been replaced recently. It was reported that the patient was hospitalized due to insufficient oxygen supply. Efforts to reach the patient included multiple email communications and a voicemail.